Event description:
It was reported that during equipment setup, the ultrasonic aspirator handpiece heated up. This event occurred prior to the start of a surgical procedure, so there was no pt involvement. Backup equipment was available for use in the scheduled procedure, so no delays were caused by this incident. No user injuries were reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The ultrasonic aspirator was received by the MFR, however, the overheating failure could not be replicated. Additional functional testing was performed and unrelated issues were discovered with the device's ultrasonic functionalities. Due to these issues, the device could not be repaired.